Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer state they chipped their tooth due to the aligners. Contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The failure mode reported is known, previously analyzed, and documented in the risk management file with no identified hazard to patient or user. There was no serious injury or death, and the event does not meet the definition of a reportable malfunction per 21 cfr 803. No new failure mode was identified; therefore, no CAPA is required. The complaint will be monitored through standard trending activities.